Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported issue with insulin delivery. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone: data not available. Cloud - omnipod 5 software app version: data not available. Cloud - smartphone operating system: data not available. Cloud - smartphone hardware: data not available. Cloud - cgm sensor type: data not available. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported 'too much' insulin is being delivered during automated mode operation, resulting in their blood glucose levels falling below target to 47 mg/dl. When the patient selects pause insulin they report it is still being delivered. The patient has tried to reset the personal diabetes manager (pdm) which works but then experiences the same issue. Details regarding treatment were not reported.

Manufacturer narrative:
Cloud data for the period of 30apr2025-05may2025 was reviewed. Review of the patient history buffer data from the cloud found that the automated algorithm was able to appropriately adapt the microbolus amounts based on the estimated glucose values and user inputs. The data showed that the automated algorithm was able to reduce and stop delivery of automated insulin as estimated glucose values decreased towards and below the user's target. No periods of manual insulin delivery suspension were observed during this period. The data pull was expanded to 01apr2025-05may2025 and instances of manual insulin suspension were observed. It was confirmed based on the total number of pulses delivered tracked by the pod that insulin was not being delivered during these suspension periods. No evidence of the issues were observed in the available data. Cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 3.1.2-p001 cloud - operating system n5004l-am-q-mv01602-06-01.06 cloud - hardware n5004l cloud - cgm sensor type g6 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.